Event description:
It was reported that during an ischemic ventricular tachycardia procedure, after a transseptal approach, a complete voltage map was acquired using the mobicath sheath and the navistar thermocool sf catheter. Then the physician decided to start with the ablation phase and after some minutes (around 5 to 10 minutes), the physician realized the contraction of the heart shown in the fluoroscopy screen was reduced when compared to the contraction at the beginning of the procedure. They performed a transthoracic echocardiogram. A pericardial effusion was present so the physician decided to perform a pericardiocentesis. The pericardiocentesis was not enough to recover the contraction and the physician started the CPR. None of the actions taken were enough and finally the patient died on (B)(6) 2012. The patient had a previous medical history of heart attack. According to the physician, the causality of this event was possible procedure related.

Manufacturer narrative:
The concomitant products: carto 3 us catalog # fg540000 serial # (B)(4). Webster 4 pole us catalog # f6qa005rt lot # unknown. (B)(4).